Event description:
1. Describe the event: the initial reporter complained of discrepant results for multiple patient samples tested for elecsys tsh on the cobas e 411 analyzer (disk system). 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow-up/corrective actions taken: one patient sample is available and was requested for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Manufacturer narrative:
1. Summary of investigation results: the investigation did not identify a product problem. The cause of the event could not be determined. 2. Summary of follow-up/corrective actions taken: the patient sample is not available for investigation.